Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis drawer was malfunctioning. A field service engineer successfully replaced the latch and rail of the drawer to resolve this problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, a drawer malfunction was experienced. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.